Event description:
It was reported that a patient underwent a coronary angioplasty procedure and received a starclose se clip device two years ago, on (B)(6) 2010, in what was believed to be the common femoral artery. The deployment and hemostasis were reported as uneventful. During the 2010 procedure, a femoral angiogram was taken and the vessel was not calcified, the clip was deployed by a technician, who is trained in the use of the starclose se device. On (B)(6) 2012 the patient returned to the hospital for a left renal angioplasty procedure. A femoral angiogram was taken and it was observed that the previously deployed starclose se clip (in 2010) was located in the proximal superficial femoral artery (sfa) and it was not flat on the artery, but angled. An occlusion of 30-40% was observed at the clip location, the patient is reported to be asymptomatic. The renal angioplasty procedure was performed and the physician closed the artery with a non-abbott device. The patient is being monitored and at the time there is no treatment or intervention planned for the sfa occlusion, since the patient is asymptomatic. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip device remains in the patient, the device body was discarded; therefore, a failure analysis of the complaint device could not be performed. Based on the reported information, the cause for the reported vessel occlusion was determined to be related to the placement of the clip in the superficial femoral artery. The device instructions for use state the starclose se is indicated for closing the common femoral artery access site of patients who have undergone catheterization procedures. Reviews of the lot history record and complaint history database could not be conducted because the lot number was not provided and the device was not returned for analysis. Based on the information reviewed, there is no indication of a product deficiency.